Event description:
Parent of homepatient (hp) called baxter's technical service center for assistance after noting that home aide had not followed proper disconnect procedures. Per parent of hp, home aide had closed all the solution line clamps; however, did not close the clamp on the transfer set prior to disconnecting the hp from the patient line of the homechoice set and taking the cassette out of the homechoice device. Parent reported no patient injury or medical intervention required as a result of incident.